Event description:
It was reported that during a ptca/stent procedure another co's dilatation balloon caused a dissection. During deployment to treat the dissection the stent delivery system (sds) balloon ruptured. The physician was able to continue applying pressure to the inflation device, and successfully deployed the stent. After deployment, an extension of the dissection was further appreciated. A second stent was used to cover the extended dissection in the proximal portion of the vessel.